Event description:
Reporter indicated the computer would also not "boot up" correctly. The "booting up" would start, but then the screen would freeze on the "hp invent" screen.attempts for return of the computer and flashcard have been unsuccessful to date.

Event description:
Analysis on the wand was completed on (B)(6) 2012 and no anomalies were noted. The programming wand performed according to functional specifications

Event description:
It was initially reported that during an implant procedure, the surgeon's handheld would not turn on and could not be used. A different programming system was then used to complete the implant. Attempts for additional information have been unsuccessful to date. The product has also not been returned to the manufacturer to date.

Event description:
The handheld and flashcard were returned on (B)(6) 2012 and product analysis has since been completed. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis performed on the flashcard also revealed no anomalies associated with the flashcard software or databases. The flashcard and software performed according to functional specifications.